Event description:
It was reported the patient was doing well and was happy with the therapy.

Event description:
It was reported that the patient had a successful advanced evaluation but during the test, they pulled the percutaneous extension completely out. The patient was having sex and the percutaneous extension was either ripped out or cut out but the manufacturer representative thought it was ripped out. It happened 6 days ago when the percutaneous extension was pulled out, damaged, and cut. The manufacturer representative thought the lead may have been damaged due to pulling the percutaneous extension out. There was no trauma seen when they disconnected the remaining part of the percutaneous lead and connected the lead to the battery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the revision took place. The patient was reprogrammed and was doing well.

Event description:
It was reported the patient was scheduled for a lead revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0m263, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_ext, serial# unknown, product type: extension. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).